Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer inquired about the audio issue. The audio issue was confirmed during the call. The customer¿s blood glucose during the incident was unknown. It is unknown if the device will be returning for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures was present in the insulin pump trace download due to broken trace at u1 pin 6 on keypad assembly. Toggled on and increased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing.